Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received a motor error alarm. Customer's blood glucose was unknown. During troubleshooting for motor error alarm, it was found that insulin pump was exposed to MRI. Customer was unable to complete rewind sequence. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
All buttons functioned properly. No damage was noted on the keypad assembly. No unlocked lcd keypad connector was noted during visual inspection. No frozen display noted. The pump gave a motor error alarm during the rewind due to an out of phase motor encoder signal. Unable to perform the displacement test due to the motor error alarm. The drive support disk was inspected and no anomaly was noted. The pump was received with minor scratches on the lcd window.